Event description:
Tip came off in sterilization - autoclave.

Manufacturer narrative:
The complaint is confirmed, cause unknown. The solder joint adhering the spring tip to the shaft of the device appeared to have suffered metal fatigue as a result of numerous uses and subsequent resterilization cycles. The lot number of the device is unknown, as such, the age of the device cannot be determined. The device is sold as reuseable, however, the device does not have an indefinite service life. The spring tip was reported as having detached in an autoclave during resterilization. It is unknown how long the device was used or how many times the device was subjected to elevated temperatures during resterilization. No CAPA will be opened as complaint has not been confirmed as manufacturing related. No DHR review can be done without a valid lot number.